Event description:
The customer reported being in the emergency room for high blood glucose. The customer stated that she removed the infusion set of her body. The customer stated that she tried to bolus and received an alarm. The customer stated that she tried to deliver 15.8 units and the pump delivered the insulin. Troubleshooting was performed. Advised the customer that it appeared the device was functioning. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.